Manufacturer narrative:
(B)(4). The actual product code associated with this event is not known. The international affiliate reports the following possible product codes: v224h; vcp345h; v346h; vcp316h. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: exact suture codes and lot numbers are not known, the surgeon claims that he has been using either 2/0; 3/0 or = size vicryl, then from what's available to the hospital we have been able to narrow it down to the 4 following codes:v224h 2/0 sh; vcp345h 2/0 CT-1; v346h 0 CT-1; vcp316h 3/0 sh; event date: unable to disclose due to privacy regulations procedure name: unable to disclose due to privacy regulations did patient experience any symptoms?: unable to disclose medical records, according to general description given by the surgeon there was visible tissue reaction that was not infection. Was any medical/surgical intervention provided because of encapsulation/possible non-absorption of the suture?: unable to disclose due to privacy regulations patient demographics: initials / ID; age or date of birth; bmi; gender: unable to disclose due to privacy regulations. Other relevant patient history/concomitant medications: unable to disclose due to privacy regulations. Are any representative sample available for evaluation?: no.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The patient came back to the hospital one month post op follow up to remove the fixation. During the visit the doctor noticed that the suture which had been used to close the subcutaneous tissue has encapsulated in tissue and looks as though no absorption has started. The doctor claims that the suture looks exactly the same as on the day of implantation. There is tissue reaction visible around the suture, but it is not an infection as bacterial growth has been taken and the tests have come back negative. Additional information has been requested.